Manufacturer narrative:
The complaint device was returned for analysis. Returned device consisted of a sterling balloon catheter with no other devices. There was blood in the wire lumen. Microscopic and tactile inspection revealed damage at 69cm and 70cm from the strain relief. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. The device inflated to rated burst pressure in 60 seconds. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The device deflated in 70 seconds. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon deflation issues were encountered. The 100% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa). A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for post dilatation. However, the physician had difficulties adding pressure to the balloon on the first inflation. There was also difficulty in reducing the pressure when deflation was performed. The device was removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that balloon deflation issues were encountered. The 100% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa). A 6.0mmx150mmx150cm (4f) sterling¿ balloon catheter was advanced for post dilatation. However, the physician had difficulties adding pressure to the balloon on the first inflation. There was also difficulty in reducing the pressure when deflation was performed. The device was removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.